Event description:
Dealer stated that a spring on the 6629 bed rail attached to an unknown invacare homecare bed is broken. This event compromises the safety of the user while in bed should the rails fall from the bed.